Event description:
The customer reported the device was dropped and requested to return the device to the bench for evaluation. There is no patient involvement. This report was generated pursuant to quality plan (B)(4) - quality plan ¿ ecr als service record remediation.